Event description:
Procedure: low anterior resection. According to the reporter: when surgeon tried to transect the rectal tissue, he opened and closed the I-drive jaw repeatedly to grasp the tissue firmly. However, after closing the jaw, it did not open back when the surgeon tried to grasp the tissue. Finally he changed it to e-gia manual body and completed the surgery safely. Patient involvement? Yes. Patient injury? No. Medical intervention required? No. Was re-intubation/re-cannulation necessary? No. Was surgery time extended by 30 mins or more? No. What is the current condition of the patient? Patient condition is ok. No patient injury.

Manufacturer narrative:
(B)(4).